Event description:
It was reported that the patient received a shocking or jolting sensation after touching metal or making a connection using the patient programmer. The patient was implanted two days ago (B)(6) 2011. The location of the patient's symptoms included the vaginal and rectal areas. The shocking got worse when the patient laid down. The patient had called her healthcare provider. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Tined lead model 3889 lot # v819673 implanted: (B)(6) 2011 explanted: unk; patient programmer model 3037 serial # (B)(4) implanted: na explanted: na.

Event description:
Additional information received noted that the cause of event was unknown. On 2011-(B)(6) the interstim device was reprogrammed. Impedance testing was normal. Device leads were +, off, -, - and are now -, off +. Urinalysis was negative 2011-(B)(6). Signs/symptoms: + urgency, + pain over incision, some pain with voiding, no fever. Hospitalization - no. If the device was too low, the patient had no relief of urinary symptoms. If the patient increased the setting, she had a stinging vaginal pain and spasms and "electrical shocks" in back and perineal area. The patient had turned the device way down to decrease these feelings. The patient was requested to call back the healthcare provider.